Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Breakage or separation of the handle-to-shaft is unlikely to cause or contribute to serious injury or death. Event may require the surgeon to remove the shaft manually by hand and/or with the use of another tool (e.g. Pliers). Based on the information available, device was not being used in a patient when the failure was noticed, therefore no medical intervention was required and a backup device was used to continue with the procedure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a hip surgery, external to the patient, the shaft of the speedstitch pulled off. The procedure was completed with 3 minutes delay using a back-up device. No patient complications were reported.